Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the scanners were not working. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanners not working in ms/ER/pcc. The field service engineer identified that the defective scanner needed to be replaced to resolve the issue. The engineer then replaced the hand scanner and installed the new one. The system functioned as intended after the field service engineer repaired the device.